Manufacturer narrative:
The thermogard console (B)(4) was evaluated by zoll service personnel at the customer site. The reported complaint of thermogard console did not recognize the air trap was confirmed during functional testing. The root cause of the error message was the presence of saline or liquid in the air trap sensor caused by an overflow of saline into the air trap chamber, likely attributed to the user mishandling. There was no history of complaints reported for a start-up kit (suk) leak by this customer. No physical damage was observed on the thermogard console during visual inspection. The event log review showed no significant discrepancies. The initial functional testing failed as the thermogard console could not recognize the air trap, thus confirming the reported complaint. The investigation found saline or liquid on the air trap pcb, blocking the sensor. The air trap sensor was cleaned to remedy the fault. Following service, the thermogard console passed the final functional test and electrical safety tests without any error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(4).

Event description:
During the device setup for patient use, the thermogard console (B)(4) did not recognize the air trap. Another console was used to continue the ivtm treatment without delay. No consequences or impact to the patient.